Event description:
On the same event day with the same doctor, during the procudure, the plastic distal extreme of each catheter unglued from the rest of each catheter, losing the electrical connection with them. The procedure went on with a catheter blazer ii 7fr, without any trouble or pt complication. When the catheters were withdrawn, it was noticed that some blood got inside the catheter body.

Manufacturer narrative:
Upon completion of further investigation and review, it is determined that the most probable cause of the reported malfunction is misuse of the device by the doctor. Furthermore, this malfunction does not meet the definition of MDR reportable event, as defined in 21cfr803.3.